Event description:
It was reported that the stent delivery system was hitting the guidewire as it was advanced to the lesion in the carotid artery. The physician attempted to retract the guidewire to the hub of microcatheter in order to determine if the stent was entangled with the guidewire. The guidewire was noted to be caught in the stent and the stent delivery system along with the guidewire was removed as one unit from the pt. The stent deployed unexpectedly on the table outside of the pt. The physician successfully completed the procedure using another stent and a new guidewire. There were no reported clinical consequences to the pt and the pt was reportedly in a stable condition in recovery.